Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted cs 064 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a review of the pump¿s black box data showed revealed appropriately emitted cs 064 call service alarms. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. There was no defect found during investigation. (B)(4).